Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated carbamazepine patient results generated using the architect carbamazepine reagents. The following data was provided (ug/ml). Initial >20, diluted and repeated 28. Repeat 5.6, 28, 14.9. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. Review of field data showed the median value of the complaint lot was within the range of median values for other lots in the field between (B)(6) 2015 and (B)(6) 2016, and no issue for the complaint lot was identified. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code was corrected.